Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct field e1, initial reporter facility name and address.

Event description:
It was reported that one day post-implant, this right atrial (ra) lead was found to be dislodged, as confirmed via x-ray. The lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post-implant, this right atrial (ra) lead was found to be dislodged, as confirmed via x-ray. The lead was repositioned successfully. No additional adverse patient effects were reported.